Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) an x-ray examination showed that one of the 72 seeds placed on (B)(6) appeared to be broken. One month later during a follow-up visit, the doctor reviewed the original x-ray and found the broken seed. The facility said that they were free from troubles that might have led to the breakage while operating the loader and inserting the seeds. No problem in survey of the equipment, irrigation water and antimony vessel used after the procedure. No problem in survey of the patient's urine the following day after the procedure. It is estimated that the I-125 was not included in the urine, on which the value of survey was at the ground level. A thyrosis bioassay was not done. The equipment was checked for radiation and the values were found to be usual. It was estimated that there were no problems.

Manufacturer narrative:
No sample was returned for evaluation; however, a picture was provided. It did not appear that the seed was broken. Additionally, the customer stated there was no contamination of equipment during a survey, and there was no problem with the patient's urine the day following the implant. It would be expected that if a seed was broken, the equipment as well as the patient would have been contaminated, and that was not the case. Based on the evidence provided, the seed was not likely broken. The customer reported two medicon sales orders involved, and both sales orders were retrieved and reviewed. As the customer was unsure which sales order was involved with this complaint, both seed lots were reviewed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were reviewed and the section entitled "warnings and precautions" directs the healthcare professionals to initiate radiation surveys on all components upon completion of the seed implant. This was performed for the implant in question, and no contamination was present. Additionally, the section entitled "warning: never implant visibly damaged brachysource seed implants" describes how to handle the seeds and what will occur should such force damage the source. (B)(4) . The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Photo sample was received.

Event description:
It was reported that on (B)(6) an x-ray examination showed that one of the 72 seeds placed on (B)(6) appeared to be broken. One month later during a follow-up visit, the doctor reviewed the original x-ray and found the broken seed. The facility said that they were free from troubles that might have led to the breakage while operating the loader and inserting the seeds. No problem in survey of the equipment, irrigation water and antimony vessel used after the procedure. No problem in survey of the patient's urine the following day after the procedure. It is estimated that the I-125 was not included in the urine, on which the value of survey was at the ground level. A thyroids bioassay was not done. The equipment was checked for radiation and the values were found to be usual. It was estimated that there were no problems.